Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of incident is (B)(6) 2025; exact date of event is unknown. The dates entered in section b3 is 01 nov 2025 all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher adc device scan result compared to what they felt. The customer experienced a symptom described as having vision disorder and eventually lost consciousness. The customer was unable to self-treat requiring a third-party to provide chocolate toast for treatment. There was no report of death or permanent impairment associated with this event.